Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing a driveline power fault. The alarm was cleared. And did not reappear. Logfiles were sent for evaluation, and analysis confirmed the driveline power fault. Modular cable was exchanged to eliminate it as potential root cause. The old modular cable would be returned for evaluation.

Event description:
The modular cable and system controller were both exchanged to eliminate potential root cause.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6) contained data spanning 9 days combined (on (B)(6) 2024 per the timestamps). A driveline power fault alarm activated at 23:33:15 on (B)(6) 2024 due to the current sense online b dropping below the threshold amperage. The alarm resolved at 11:45:27 on (B)(6) 2024; it was reported that the vad coordinator cleared the alarm via the heartmate touch at the hospital. The driveline was disconnected at 11:14:05 on (B)(6) 2024 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file while the driveline was connected. The returned system controller was functionally tested with the returned modular cable (lot number: 8368744) on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms occur. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.